Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Total 3 products occurred suture breakage issue. Changed another one to complete the surgery. There is no report on patient's injury. There will return 3 actual products and 102 representative samples for analysis. Enclosed please find defect photo. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/22/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: product code: (36) vcp603h. Product lot/batch: rbmpcb. Tracking# : (B)(6). Received at cg labs on 12/22/2025. 1. Could you please clarify if extra device belongs to this complaint? 2. If not, could you please clarify if the extra received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. --received information as following from sales rep via phone today. Since three sutures from the same box and the same lot broke consecutively, the hospital believes that all three boxes of sutures of this product code may have similar suture breakage issue and requests that all be returned for evaluation, including vcp603h suture with the lot #rbmpcb. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that one sealed box with thirty-six (36) packets and one open box with thirty (30) packets were received for analysis. Product code vcp603h. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were open, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage sutures were observed during evaluation. Also, a functional test was performed using an instron equipment and tensile force were above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that two winding formers each with a needle suture in two sections and two empty opened foil packets were received for analysis. Product code vcp603h. Upon initial inspection it was noted that the sutures were observed to be re-winding and trapped in the winding tabs. After removed of the sutures, damage (crushed) were noted in some sections of strand. The ends were noted to be cut likely by a surgical instrument. Given the current condition of the returned samples, it is not possible to determine the potential cause of the reported event. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.